Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after drawing up medication, the needle on a bd precisionglide" specialty use sterile hypodermic needle, the needle detached leaking the medication. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned for investigation. Therefore, the complaint could not be confirmed and the root cause is undetermined. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 4181738 had 79 visual inspections performed on 4,100 parts with zero defects noted. Leak and force tests were performed with zero failures recorded. There was one low cannula removal force of 4.0 lbs. Recorded. A total of 480 parts were tested for cannula removal and one failure is a defect rate of (B)(4). Investigation conclusion: the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends root cause description: there was one low cannula removal force of 4.0 lbs. Recorded. The aql for cannula removal force is 0.65%. We tested 480 parts for cannula removal and one failure is a defect rate of (B)(4). Without a sample, an absolute root cause for this incident cannot be determined.